Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7070-90, lot# 155515, mfd. 04/25/13, expires 2018-04, (B)(4). Second (middle): ifuse implant, p/n 7040-90, lot# 493343, mfd. 06/22/15, expires 2020-06, (B)(4). Third (inferior): ifuse implant, p/n 7045-90, lot# 353339, mfd. 04/07/15, expires 2020-04, (B)(4).

Event description:
The patient had right side si joint arthrodesis where three implants were placed in (B)(6) 2016. The patient complained of residual pain. The surgeon gave no indication that the implants were the pain generators, but decided to remove them anyway. In (B)(6) 2017, the surgeon tried to remove the implants but they were all solidly fixed in bone and could not be removed. The surgeon left the implants in place and added additional implants to help fixate the joint. The status of the patient following the revision procedure is not known.